Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a silicon oil removal procedure, the eye experienced a severe hypotony causing it to collapse. This was resolved when the surgeon increased the infusion parameter to 60mmhg from 30 mmhg and flushed the infusion cannula to make if function well. It was reported that the device did not cause or contribute to a serious patient injury. The product sample is available. No additional information is expected.

Manufacturer narrative:
The lots potentially related to the reported event were reviewed. This is the third complaint for the finish goods for one lot; however, the first for this issue. The second lot review found this is the fourth complaint for the finished goods lot and the first for this issue. The device history record for each lot shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).